Event description:
It was reported that the patient's lead had high thresholds, high impedance and insulation damage no the pacing circuit. The lead remains in use. No patient complications have been reported as a result of this event.